Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was explanted and replaced due to high thresholds.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that varying hv lead impedance was also noted.